Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 196 mg/dl. The current sensor glucose value is 174. The sensor glucose and blood glucose is within acceptable range. The customer was advised sensor appears to be responding to changes in glucose. Customer was advised to monitor. The customer report via phone call that he had threshold suspend alarm. Customer's blood glucose at time of incident was 196 mg/dl. Customer had no symptom of low blood glucose. The customer sensor glucose is 70 and suspend threshold limit is 70. Customer was advised to monitor.